Event description:
Caller alleged discrepant inratio2 results. Results as follows. A side by side comparison was performed twice on (B)(6) 2012. Customer was unable to obtain a sufficient blood sample, and was "milking" the finger. Pt self tester has been testing on the meter for 3 or 4 weeks. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.